Event description:
It was reported that: "dr was scheduled to revise pt's hip replacement in 2008. The revision entails the removal of the acetabular component, which appeared to be in too vertically as well as the enclosed liner, and the femoral head. The dr found the liner to be broken at the superior/posterior aspect of the rim of the liner. The liner was removed, the locking ring was removed and discarded, the acetabular component was removed, and the femoral head was also replaced, but left the well fixed stem in place. The surgery was completed as planned with a revised shell, liner, four bone screws and a dome hole plug."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if rec'd will be provided on a supplemental report.